Manufacturer narrative:
This is a combination product (B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). A retain sample of batch az35bg2105 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding cement paste too long setting time: 2 complaints (2 products), this one included, have been recorded on optipac 40 refobacin plus bone cement-3, reference 4720502083-3, from jan 01, 2018 to jan 12, 2022. 1 complaint (1 product), this one included, has been recorded on optipac 40 refobacin plus bone cement-3, reference 4720502083-3, batch az35bg2105 since ever. According to available data, root cause of the event was unable to be determined. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an optipac 40g was mixed in theatre as normal. All theater temperatures were the same as in the past an average of sixteen degrees. Two minutes after mixing the customer tried to get out of the nozzle and it was very sticky and became usable after about five minutes. The total setup time was twenty-one minutes. In the same theater, on previous occasions, it took 15-16min. No known adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. An analysis on a product with the same reference and batch number was performed. A second evaluation of this analysis is expected. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an optipac 40g was mixed in theatre as normal. All theater temperatures were the same as in the past an average of sixteen degrees. Two minutes after mixing the customer tried to get out of the nozzle and it was very sticky and became usable after about five minutes. The total setup time was twenty-one minutes. In the same theater, on previous occasions, it took 15-16min. No known adverse event was reported.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an optipac 40g was mixed in theatre as normal. All theater temperatures were the same as in the past an average of sixteen degrees. Two minutes after mixing the customer tried to get out of the nozzle and it was very sticky and became usable after about five minutes. The total setup time was twenty-one minutes. In the same theater, on previous occasions, it took 15-16min. No known adverse event was reported